Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent strut damage was noticed. During preparation of a taxus express2 -3.5 x 16 mm drug eluting stent it was noticed that a strut was flared. Consequently, the stent was never used. No pt injury or complication was reported. The procedure was successfully completed using another taxus express2- 3.5 x 16 mm drug eluting stent. Pt status is reported as "satisfactory/good".